Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 200 ohms, noted to have been gradually rising. Technical services (ts) recommended a chest x ray to verify system placement or defibrillation threshold (dft) testing. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 200 ohms, noted to have been gradually rising. Technical services (ts) recommended a chest x ray to verify system placement or defibrillation threshold (dft) testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received from the field representative that the physician was going to revise this electrode however this patient was not that interested. The field representative was waiting to hear back from this patient. No intervention has been performed at this time.